Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The inlay was found torn with a section of it missing, which precluded measurement of the inlay diameter. The edge thickness was measured and found to be within specifications. The surface of the inlay was found to have debris and a cloudy film. A retain sample from the same manufacturing lot was then examined. Examination of the retain sample showed that the inlay was transparent and there was no cloudy film observed on the surface. It is likely that the explanted inlay became contaminated during removal from the eye and storage/transport. Complaint reference number: (B)(4).

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. The corneal inlay surgery was uneventful. The patient's preoperative best corrected distance visual acuity (bcdva) was 20/16. The patient was presented with grade 0.5, peripheral edge haze (peh) one-month postoperatively which progressed centrally at 3-months postoperative visit and became grade 1 at 6-months postoperative visit. Prior to explantation of the corneal inlay, the grade I corneal haze was observed around the inlay and progressing centrally; bcdva was 20/20. The patient reported experiencing light sensitivity, itchy eyes, glares, halos, double vision and fluctuation of vision and had to get closer to see things better. At the patient's last examination on (B)(6) 2016 (1 week after inlay explantation), the patient's uncorrected distance visual acuity was 20/16-1. The status of visual disturbances is not known as the patient did not return for follow-up after this visit.

Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The explanted inlay was not returned for evaluation. Corneal haze and inlay removal are listed in the device labeling as potential risks. (B)(4).

Event description:
The corneal inlay was being studied investigationally in (B)(6) and the subject underwent implantation of the corneal inlay in the left eye on (B)(6) 2016. Two months postoperatively, the patient presented with interface debris observed in the central and peripheral flap interface. The condition persisted and on (B)(6) 2016, the inlay was explanted due to central corneal haze. There is no known impact to the patient's best corrected distance visual acuity (bcdva). Additional information is being requested.